Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient did not like the halo/multifocal effect. This lens was implanted in the patient's right eye. The patient also had an intraocular lens explanted from their companion (left) eye. The companion lens explant will be reported in a separate MDR.

Manufacturer narrative:
Corrected data: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.